Manufacturer narrative:
The first steps of the proact implantation procedure, including the initial dilation with the uromedica sharp trocar were completed using ultrasound visualization guidance. The initial dilation with the uromedica sharp trocar was performed by dr. Flynn's fellow, dr. Nathaniel coddington. Dr. Coddington described difficulty attempting to dilate through the patient's scar tissue. Dr. Flynn confirmed on follow up that the perforation was caused by the uromedica sharp trocar during dilation. Uromedica complaint-(B)(4).

Event description:
Interoperative bladder perforation (patient's right side), with a uromedica sharp trocar, during a proact unilateral implantation procedure. The right-side device was succesfully placed and the perforation was treated with catheterization for four weeks. The physician reported that the bladder perforation has healed.